Event description:
Procedure type: gastrectomy. According to the procedure: the customer states during a gastric procedure the tip of the needle broke. The tip fell into the patient, but the operating room time was not extended because the tip that broke was so small that there was no use searching for it.

Manufacturer narrative:
(B)(4).